Event description:
Health care professional reported that approx 9 months post implant the valve was removed due to a paravalvular leak at the proximal suture line. The valve was returned for analysis.